Event description:
Patient reported some mild pain under her left breast.

Event description:
The patient underwent a full replacement. The suspect device has not been received by manufacturer to date.

Manufacturer narrative:
F10 medical device code, corrected data: initial report inadvertently omitted code a072102. F10 health effect clinical code, corrected data: supplemental report #1 inadvertently reported code e233001 and should not have as that event is not reportable. H4 manufacture date, corrected data: initial report inadvertently omitted suspect device manufacturing date. H6 type of investigation, corrected data: initial report inadvertently omitted code b01 and b20, however the suspect device has since been explanted and is therefore reported as b17 in this report. H6 investigation findings, corrected data: initial report inadvertently used code c02023 instead of c0208.

Event description:
It was reported that the patient was seen and had low lead impedance. Patient stated she had no side effects or changes recently. No additional relevant information has been received to date. No known surgical intervention has occurred to date.